Event description:
It was reported that the medfusion pump incorrectly identified the syringe size. The pump was defaulting to a 100 ml syringe size in its programming settings. This issue presented the risk of the enteral feed not administering at the correct rate. The end user also noted that if any syringe size other than 100 was detected with the barrel clamp's position (6, 35 or 60 ml), the pump would stop and alarm. No patient injury or complications were reported in relation to this event.